Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found three tears in the pilot balloon. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manuafacturing process was performed on a similar part and found no discrepancies. A review of the inflation test was performed on 32 devices and found no deflated cuffs. Based on the evidence, the root cause was attributed to a manufacturing issue. The most likely scenarios are related to the movement of the extruded tube before the blow molding process, wear in the stamping fixture, and/or leak not detected during leak testing.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the cuff of a portex® cuffed blue line ultra® suctionaid 8.0mm tracheostomy tube was leaking air. The tracheostomy tube was replaced with an unused one. No injury was reported. See MFR: 3012307300-2017-01042.